Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A clinical investigation confirmed the reported skin reactions from the provided photographs, however was not able to come to a root cause due to lack of clinically relevant information. On this occasion we are unfortunately unable to reach a definitive root cause of the problem.

Event description:
It was reported that a patient uses a PICC catheter for intravenous antibiotic therapy, from which the allergic treatment is installed along the entire border of the dressing (hyperemia + bullous).